Manufacturer narrative:
We have not received the complaint device for evaluation since the device has been discarded by the hospital. Hence, we could not conclusively determine the root cause of the defect. Our lot history records review for this lot number did not reveal any discrepancies related to the complaint event either in the manufacturing or the packaging processes. Further, we have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident. Please note that we do conduct 100% inspection of the blade assembly during the manufacturing process. Our quality control also samples these devices before final packaging to ensure proper blade adjustment. It is possible the blade or the centering hoop was damaged during the procedure influenced by patient's anatomy/condition or the operator's manipulation of the device during use since the device was found to be operational during preuse check. Our IFU properly warns users not to rotate the device in a vessel and not to advance the centering hoops in an open configuration as it may cause injury to the vein. Surgeon sutured the cut section of the vein using 6.0 prolene. Sales rep. On (B)(6) 2018 stated that the patient was doing fine in regards to the bypass.

Event description:
During femoral posterior tibial in-situ bypass, the cutting blades of the valvulotome cut the great saphenous vein about 4-5 cm above the distal end. 6.0 prolene was used to suture the cut section of the vein.